Manufacturer narrative:
The reported field event of an inability to tighten the set screw was confirmed in the laboratory. Analysis found that incorrect wrench insertion was the cause of the issue. The corners of the wrench were being forced down against the inset walls. The wrench will not go into the inset this way and cannot engage the inset walls unless it is aligned to drop into the inset. Analysis found the set screw could be tightened with the wrench clicking with correct wrench insertion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for a device repositioning due to dislodgement. During the attempt to reconnect the rv to the device, the set screw would not tighten. Physician tried different hex wrenches and flush out the device unsuccessfully. The pacemaker was replaced. The patient was stable post-procedure.